Manufacturer narrative:
No service history review can be performed as part number 314.29 with lot number(s) 4315675 is a lot/batch controlled item. The manufacture date of this item is september 04, 2001. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Part 314.29, lot 4315675: release to warehouse date: september 04, 2001. Manufactured by synthes (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. It was reported that the handle on a cannulated 2.5mm hexagonal screwdriver was found broken into two pieces. This was discovered in sterile processing. No procedure or patient involvement. This complaint involves one device. This complaint is confirmed as the device was received in 3 pieces (2 handle pieces and 1 shaft). The handle has cracked and separated in two longitudinal pieces and has separated from the shaft. Whether this complaint can be replicated is not applicable as the returned screwdriver is already broken. A root cause could not be determined; the cracked /broken handle is consistent with excessive force or result of cumulative wear / repeated sterilization cycles during the 15+ year lifetime of the device. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No known patient or procedural involvement. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the service history records has been requested and is currently pending completion. A review of the device history records will be requested based upon the provided lot number. The results will be reported upon completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle of a cannulated 2.5mm hexagonal screwdriver was found broken into two (2) pieces. The issue was discovered during sterile processing with no reported patient or procedural involvement. This report is 1 of 1 for (B)(4).